Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and had clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -8.5/+1.0/087 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to refractive surprise. The lens was exchanged for a similar lens. The patient's ucva is 20/30 as of (B)(6) 2017 and manifest refraction is +0.50/-1.25/30 and 20/20 as of (B)(6) 2017.